Event description:
It was reported that this right atrial (ra) lead presented a lack of capture, oversensing and high pacing threshold measurements. The patient reported multiple falls and the lead was confirmed to have dislodged by x-ray imaging and lead measurement tests. The lead and header connections were checked and no issues were detected. This device was explanted and a new lead was implanted. The device has been returned and was analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead presented a lack of capture, oversensing and high pacing threshold measurements. The patient reported multiple falls and the lead was confirmed to have dislodged by x-ray imaging and lead measurement tests. The lead and header connections were checked and no issues were detected. This device was explanted and a new lead was implanted. No additional adverse patient effects were reported.